Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump system failed. The customer's blood glucose level was unknown. The customer reported that the batteries were good and then depleted. The customer reported that they did not receive low battery alert prior to system failure. The customer declined troubleshooting for the issue. The insulin pump will not be returned for analysis.